Event description:
It is reported by the nurse that there was a misdrilling with the targeting device during distal locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the target device gamma3 to be the subject product. No further associated products were reported. The target device returned is identified as being a new design version. A review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2013) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned is fully given. The alleged misdrilling during distal locking could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure. No non-conformity was identified.

Event description:
It is reported by the nurse that there was a misdrilling with the targeting device during distal locking.